Manufacturer narrative:
The implant was returned, evaluated, and found to meet specifications. The implant is not believed to be the cause of failure.

Event description:
Implant placed 7/20/95. It failed and was removed 12/15/95. One person affected.